Manufacturer narrative:
(B)(4). The device was manufactured from april 7, 2015-april 8, 2015. The device was received for evaluation. Visual inspection noted black particulate matter, approximately 0.08 square mm in size, embedded in the material of the stressmember. The matter was not in the fluid path. The cause of the matter was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had black particulate matter on the filter. The device was filled with an unspecified amount of fluorouracil hs. This was identified during storage. There was no patient involvement. No additional information is available.